Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip. No moisture damage was noted inside the insulin pump.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer's blood glucose was 200 mg/dl. The customer stated that she had accidentally gone swimming with the device still on. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.